Manufacturer narrative:
Further information is not required as the device has not been returned for analysis.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the newly implantable cardioverter defibrillator (ICD) recorded ventricular sense changes and increase in capture thresholds with loss of capture on the atrial channel. No changes were made. No additional information was provided.